Event description:
It was reported that during a gyn/oncology, the customer noticed post-operatively when the pts come back to have their staples removed that several of the staple lines appeared to have more redness around the staple insertion points on the skin. There were no infections but rather an irritation around the staple leg insertions points.